Event description:
It was reported that an unexpected reset occurred. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified.